Manufacturer narrative:
It was reported that during the procedure the device deployed as a cobra deformation. Information from field indicated that there was no angulation or kink noted in the delivery system and that there was no interaction with cardiac structures during deployment. Per the instructions for use, the recommended size delivery system for use with a 10 mm septal occluder is an 6f. A 7f sheath was used to deliver the device. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 10mm amplatzer septal occluder was chosen for implant to close an atrial septal defect. During the procedure, the device deployed as a cobra deformation. There was no angulation or kink noted in the delivery system. There was no interaction with cardiac structures during deployment. The device was removed from the patient and replaced with another 10mm amplatzer septal occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.